Manufacturer narrative:
A bard inflation device was used for the procedure and the contrast to saline ratio was one to one (1:1). There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter of the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not even in an acute bend. The same inflation device was used subsequently without any problem. There was no contrast leakage reported during inflation. The balloon or shaft did not burst. The balloon deflated and re-wrapped properly. The catheter did not kink during use. The catheter was removed easily from the pt and was intact. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Add'l info will be submitted within 30 days upon receipt. Mfg record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable mfg quality plan.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) procedure, the physician placed the opta pro 4 x 4 balloon catheter at the target lesion and inflated to five (5) atm. The physician intended to go to higher pressures but was not able to inflate higher than five atm. The balloon catheter was removed and inspected. A minute hole and blood was noted in the balloon catheter. There was no reported pt injury. Add'l info obtained indicated that the target lesion was the left superficial femoral artery (sfa). The lesion was reported to be: calcified, not tortuous, and a 50% stenosis. The lesion was not a chronic total occlusion. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use.